Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A final report is issued as further investigations have been completed. History investigation of the involved product code and lot number - since the lot# was unknown, the investigation could not be performed. - there have been no similar incidents caused by manufacturing defects in the past three years (for products shipped to the u.s.). Manufacturing records were confirmed on sampling basis from past lots for products shipped to the u.s. - no deviations or nonconformities related to this matter. Another butting test normally done during the production process was conducted on sampling basis with the current products shipped to the u.s. - test result of extrafloppy and hypercoat: it met the factory's specifications. No anomalies were found. UDI no. - n/a as the product code and lot are unknown. Upon reviewing the manufacturing records, no anomalies were found. In addition, as a result of another butting test on the current products shipped to the u.s., it met the factory's specifications, and no anomalies were found. However, since the actual device was not returned and the detailed investigation could not be performed, it was not possible to clarify the cause of the occurrence. Ashitaka factory is committed to maintaining the quality of the product by performing the following control. - in the product assembling process, 100% visual inspection is performed to ensure that there is no deformation in the coil. - after the product assembling process, the outer diameter is measured on 100% basis to ensure that there is no anomaly on it. - after the product assembling process, the tip abutting resistance is measured on 100% basis to ensure that there is no anomaly in the tip load. - the quantity of hydrophilic coating solution prepared and the duration of stirring are controlled to ensure consistent coating amount and uniform coating conditions. - in the shipping inspection, the tip sliding resistance value is measured per lot number basis to ensure that there is no anomaly in its lubricity. The IFU of this product includes the following precaution. - if any resistance is felt or if the tip's behaviour and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical received an FDA medwatch report # mw5184894. The event description states: "it was reported that death occurred. The patient presented with st-elevation myocardial infarction. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. The lad was wires and an opticross 6 hd imaging catheter advanced for intravascular ultrasound (ivus) examination of the target lesion. The target lesion was stented without incident. The guidewire was then redirected, and the opticross catheter advanced; images were successfully captured. Upon removal of the opticross, the guidewire was found to be kinked within the vessel, making removal over the wire difficult. The physician proceeded to remove both the catheter and wire together. An angiogram at that time revealed a perforation in the left main artery. The patient experienced chest pain related to the perforation. A stent was placed in the left main, and an echocardiogram showed minimal perfusion into the pericardium. The patient was intubated and transferred to the ICU. Subsequently, the patient decompensated and was returned to the catheterization lab. Additional angiographic imaging showed that the perforation in the left main had slowed, and the echocardiogram revealed minimal effusion. The perforation was attributed to kinking of a non-(B)(6) guidewire during removal of the opticross catheter; there was no visible damage to the catheter. The patient died the day after the procedure. The official cause of death was cardiac arrest after extubation. It was about 24 hours from the catheter lab to the patient's cardiac arrest. There was no autopsy but it was stated the patient died presumably of cardiac tamponade."

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown catalog number and lot number. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No actual device was returned. History investigation of the involved product code and lot number since the product code/lot number were unknown, it could not be investigated. History of test results of the tip sliding resistance the test results of the tip sliding resistance of products shipped to the united states were confirmed. No deviations or non-conformities were found in the last 3 years. UDI no. Not listed as product code and lot were unknown. Please refer to section h10 for the related reports. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.